Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while testing for sars cov-2 a false positive result was obtained. A repeat test was performed using pcr and the result was negative. There was no indication that results were reported out and there was no report of patient impact. Eua#: (B)(4). The following information was provided by the initial reporter: "customer reports discrepant results on veritor. I received an email from products complaints coming from a customer . This is what she says: "I am reporting discordant test results that occurred on (B)(6) 2021 at approximately 2000. A total of three tests were performed per facilities protocol upon a new admission into the (B)(6) health and rehabilitation center, a facility located in (B)(6). Per the nurse that performed the tests (poc), two of the tests had a result of three lines , and the third test had a result of two lines which resulted in a positive test result. A covid pcr test was performed (B)(6) 2021 with negative results confirmed on (B)(6) 2021.""

Event description:
It was reported while testing for sars cov-2 a false positive result was obtained. A repeat test was performed using pcr and the result was negative. There was no indication that results were reported out and there was no report of patient impact. Eua#: (B)(4), the following information was provided by the initial reporter: "customer reports discrepant results on veritor. I received an email from products complaints coming from a customer . This is what she says: "I am reporting discordant test results that occurred on (B)(6) 2021 at approximately 2000. A total of three tests were performed per facilities protocol upon a new admission into the brentwood health and rehabilitation center, a facility located in waynesboro, ga. Per the nurse that performed the tests (poc), two of the tests had a result of three lines , and the third test had a result of two lines which resulted in a positive test result. A covid pcr test was performed monday (B)(6) 2021 with negative results confirmed on (B)(6) 2021.""

Manufacturer narrative:
H.6. Investigation: this statement is to summarize the investigation results regarding the complaint that alleges false positive results when using kit rapid detection of sars-cov-2 veritor (material # 256082), batch number unknown. Bd quality performs a systematic approach to investigate false positive results complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation and testing could not be performed as no batch number was provided. The reported issue was unable to be confirmed. Photos were returned however they did not confirm the alleged issue. However, there is a trend against false positive results. Bd has initiated CAPA#1878253 to further investigate. Bd quality will continue to closely monitor for trends.